Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient came to clinic and handed their device in a personal ziploc bag. The patient indicated that the device was popping out of the incision site and used tape to cover it. When the patient removed the tape the device came out with the tape. The patient noted losing weight due to cancer, and the physician believes this is the reason the device came out. The patient's wound was checked and no signs of infection were observed. The patient was stable.